Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The recipient reported no longer having any hearing sensation with the device since (B)(6) 2017. The recipient was re-implanted in (B)(6) 2018.

Manufacturer narrative:
Conclusion: according to the information received it is assumed that the device has been explanted due to multiple hi channels, which were most likely caused due to excessive mechanical stress. However as the active electrode has been received incomplete no wire fractures could be detected. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The recipient reported no longer having any hearing sensation with the device since (B)(4) 2017. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported having no hearing sensation with the device since (B)(6) 2017. The patient will be re-implanted in (B)(6) 2018.